Manufacturer narrative:
Evaluation revealed that the thermistor was found to have an intermittent open condition at the thermistor bead when flexing the catheter tip. All through lumens were patent without leakage. The balloon inflated clearly, and concentrically, and remained inflated within specification. There was no visible damage to the catheter body. There were two possible lot numbers reported: 58846291 or 58861585. Lot no. 58846291 expiration date 10/31/2011; approximate age of device 5 months; manufacture date: 04/20/2010. Lot no. 58861585: expiration date 11/30/2011; approximate age of device 4 months; manufacture date: 05/10/2010.

Event description:
It was reported that "although thermodilution curve line was displayed on monitor during cardiac output measurement, the calculated cardiac output values were inaccurate.